Event description:
On (B)(6) 2012, it was reported that this vns patient was scheduled for prophylactic generator replacement. During the surgery on (B)(6) 2012, the surgeon noticed that the lead was fractured; therefore, the lead was also replaced. On (B)(6) 2012, it was reported that the patient's device did not respond to interrogation prior to surgery. On (B)(6) 2012, a battery life calculation was performed. The results indicated negative years to eri = yes. On (B)(6) 2012, a fax was received from the patient's physician. The physician did not have any available diagnostics and wrote that no data was able to be obtained at the patient's last appointment. It is unknown if any manipulation or trauma occurred. The generator was replaced due to end of life, and the lead was replaced due to lead fracture. The explanted lead and generator were received on (B)(4) 2012 and are currently undergoing product analysis.

Event description:
Lead product analysis was approved on (B)(6) 2012. An analysis was performed on the returned lead portion. The electrode section was not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. The abraded opening found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pins at one point in time. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device which may have contributed to the stated complaints. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Generator product analysis was approved on (B)(6) 2012. The reported "failure to program" and "end of service" allegations were duplicated in the pa laboratory and determined to be the result of normal expected battery depletion. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is likely but did not cause or contribute to a death or serious injury.